Event description:
Medtronic ddd pacemaker implanted (B)(6) 2004. Per physician, the rhythm strip showed occasion where a beat was missed. Pt is pacemaker dependent due to av node ablations. Pacemaker generator and v-lead was replaced (B)(6) 2004. Rep from medtronic took equipment back to medtronic.